Event description:
Add'l info from rptr 3/4/03: caller would like to make an addition to original report. Has seen their physician who has recommended explant of both breast prosthesis. Surgery date not yet set.

Event description:
Approximately four days post-op, pt's rt. Arm and shoulder became swollen. Two months after implant, they had chills and noticed pus, blood and blisters at incision site (nipple). Soon after that, they had a capsular constriction. Since the implants, they have had almost a constant cold, have been hospitalized and currently c/o tiredness, spasms and stiffness. Implant remains although they indicated possible removal. All s/s are related to right implant.